Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that urine leakage was found from the bag, 9 days after placement. No information was provided about the leak point of the bag. It was later reported that this event was not about urine leakage. Instead a damaged balloon was found on the 9th day of placement. There were no missing pieces.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Evaluation was conducted on the returned catheter and evaluation found balloon a sac burst. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that urine leakage was found from the bag, 9 days after placement. No information was provided about the leak point of the bag. It was later reported that this event was not about urine leakage. Instead a damaged balloon was found on the 9th day of placement. There were no missing pieces.